Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information provided: was the surgeon and o.r. Staff thoroughly in-serviced on the steps of use prior to the use of the ntlc? Yes. Was the sales rep present during the surgeon's first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. What color (blue/gold/green) was selected on the selectable staple height selector before firing? No information. Was the cartridge loaded with the retaining cap on? No information. Was there an attempt to load the cartridge proximal end first (like en endocutter)? No information. Did anyone move the firing knob to the left or right after loading the device but before firing? No information. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No information. Were any unexpected noises heard? If so, when? No information. Were any of the forces higher or lower than expected (closing, firing, or opening)? No information. Was there any difficulty removing the device from the tissue? No. During the operation, what was the appearance of the staple line (intact, malformed staple, etc)? Malformed staple. What were the quality and/or thickness of the tissue in the area where the device was fired? (Friable, thin, regular, thick, etc.)? No information. Was a leak test completed? No information. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? No information. Was there an inspection of the staple line on both sides of the tissue (i.e., anterior / posterior)? If yes, what did it show? No information. Was the firing to close an ostomy? No if so, which firing. Is a pathology specimen and/or report available? No information. Was another stapling device involved? (I.e., cdh, tl, tx, etc.) No information. What were the patient's pre-op diagnosis and/or pre-existing conditions that could have impacted the patient's health/surgical outcome? No information. How long has the surgeon been using this device for this procedure? No information.

Event description:
It was reported that during an open right hemicolectomy, staples closest to the cut line of right side were malformed at the 1st firing when the device was used on the rectum. The formation of the malformed staples was that one of the legs was bending and the other leg was straight. The deployed staples of the other two lines were properly. As the malformed staples were deployed on the specimen to be resected, there were no adverse consequences to the patient. There was no bleeding. Another device was used to complete the case.